Manufacturer narrative:
The device was returned and evaluated. The alleged event could not be duplicated.

Event description:
Consumer alleges that while backing up on her patio the unit allegedly tipped over causing her to allegedly hit her head, arm and left side of her face on the patio.

Manufacturer narrative:
The device has not been available for evaluation at this time. Should the device or further information become available, a follow-up report will then be issued.

Event description:
Consumer alleges that while backing up on her patio the unit allegedly tipped over causing her to allegedly hit her head, arm and left side of her face on the patio.